Event description:
Essure implant, first it caused pain and constant bleeding. Nearly everyday bleeding. Among other symptoms. The bleeding was the most bothersome. Finally after a few years of having this horrible metal product in my body, I was fainting from blood loss. Then I found out I had a tumor the size of a grapefruit in my uterus. I had to have a hysterectomy in my 20s. The doctor had said that the gun did not fire the springs into me, so he fired another time on both sides then after the procedure, I was told that I had 4 springs inside of me. I do believe this is the cause of my tumor, bleeding and hysterectomy. I was fine before the procedure, young and healthy. Also I do have a slight allergy to nickel jewelry the doctor did not give me a nickel allergy test, so that maybe why I had such a bad reaction.